Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 29649, was returned and analyzed. Visual inspection of the balloon catheter showed traces of blood inside the balloon. Smart chip verification indicated the catheter was used for 5 injections. System notice (B)(4) ¿the safety system detected fluid in the catheter and stopped the injection¿ immediately appears upon connecting the catheter to the console. Unable to perform the performance test due to persistent system notice 50005. Dissection and pressure test revealed a guide wire lumen kink/twist and breached (in the handle of the catheter) at proximal end to push button. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen twist and breach in the handle of the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an unknown system notice was received indicating that there was liquid in the catheter. The balloon catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.